Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. The service technician scrapped ac power adapter.

Event description:
The customer reported model palmtop ventilator revel ac adapter has burnt pins and broken pins on lemo connector. The customer reported no problems with the revel ventilator. At this time, it is unknown if there was any patient involvement associated with the reported issue.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.